Manufacturer narrative:
No serial number reported. (Expiration date): unk, no serial number reported. (Manufacturing site): unk, no serial number reported. This product is not marketed in the u.s. (B)(4).

Event description:
An article was received that cited a retrospective non-randomized clinical study that found patient implanted with the implantable collamer lens (icl) underwent icl explantation due to cataract development. Patient also underwent cataract surgery by phacoemulsification and iol placement. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.